Manufacturer narrative:
(B)(6) . Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an event of high blood glucose (hbg) levels overnight due to bent cannula in the infusion set after using it for approximately 12 hours,. At the time of event the blood glucose level was noted to be around 400 mg/dl and at the time of call the blood glucose level was noted to be around 306 mg/dl. The site of infusion set insertion was reported to be abdomen. The patient treated it using an insulin pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.